Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
The clinician reported extra condensation in the drive line. The clinician, after taking a closer look, found the pump stopped pumping and was making a very high pitched squeal. There were no messages posted on the console and paper strips did not print. The pump was reset and after a few moments it started pumping again. The pump was exchanged off the pt. There were no reported pt complications.